Event description:
It was reported that there was occasional t-wave oversensing observed on the right ventricular (rv) lead and some diaphragmatic stimulation observed on the left ventricular (lv) lead. The rv lead was capped and replaced. Another rv lead was tried and also saw oversensing, and the physician chose to change the device. The device was removed and replaced. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). (B)(4) the device was returned and analyzed and no anomalies were found.